Event description:
It was reported that externalized conductors were observed via fluoroscopy. Lead was explanted.

Manufacturer narrative:
All information provided by manufacturer and maude report (B)(4).